Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since the reported lot (6750290) does not belong to the catalog number, 3501630, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2021. The reported lot (6750290) does not belong to the catalog number, 3501630. Multiple attempts were made to obtain further clarification regarding the lot number. However, no additional information has been received. At this time of report, mentor is reporting the lot number as 6750290, since this was reported from the initial reporter. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 12-jan-2022, it was found that information regarding the device return was omitted from the initial report. On 16-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear measuring 12.0 cm on the posterior. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). On 6-jan-2022, the suspected medical device was returned for evaluation. The relevant fields have been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since the reported lot (6750290) does not belong to the catalog number, 3501630, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2021. The reported lot (6750290) does not belong to the catalog number, 3501630. Multiple attempts were made to obtain further clarification regarding the lot number. However, no additional information has been received. At this time of report, mentor is reporting the lot number as 6750290, since this was reported from the initial reporter. If additional information becomes available in the future, a supplemental report will be submitted.